Event description:
It was reported that over-sensing of myopotential inhibition resulting in non-sustained right ventricular oversensing (nsrvo) episodes was noted on the device. No programming changes were made at this time. The patient was asymptomatic.